Event description:
It was reported that during a right renal artery stenting treatment procedure, balloon removal difficulties occurred. The lesion being treated was calcified, with a reference vessel diameter of 6mm. The right kidney was accessed with a guidewire, and the lesion was predilated with a 3x20 mm balloon. The physician still had difficulty crossing the lesion and delivering the stent, but the stent was successfully and fully deployed. Thereafter, the balloon became lodged and the physician could not retrieve it without extreme measures. The physician twisted the balloon around and it was successfully retrieved. It is noted that the stent was not post-dilated and ivus was not used. The stent final result was well-positioned and well-apposed. It was reported that there were no injuries or complications for the pt. Pt status is reported as "doing well". This product is approved ous only, but it is similar to a us marked device.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.